Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this patient, please see report: MDR 9610905-2018-00092, MDR 9610905-2018-00093.

Event description:
It was reported broken hardware was removed eight weeks post-op. Specific part numbers are unknown at this time.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material nor lot number were provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.